Event description:
It was reported that the patient presented in clinic. The patient's right atrial (ra) lead exhibited lead noise. The ra lead was capped and replaced on (B)(6) 2025. A chest x-ray was performed post procedure and revealed that the replacement ra lead exhibited a lack of slack. The replacement ra lead was repositioned successfully on (B)(6) 2025. Patient was stable.